Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), back pain ("back pain") and muscle spasms ("spasms"). The patient was treated with surgery (removal of the device). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain lower, back pain and muscle spasms outcome was unknown. The reporter considered abdominal pain lower, back pain, muscle spasms and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and endometrial ablation ('novasure endometrial ablation') in an adult female patient who had essure (batch no. A57118) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On(B)(6)-2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), back pain ("back pain") and muscle spasms ("spasms") and underwent endometrial ablation (seriousness criterion medically significant). The patient was treated with surgery (novasure endometrial ablation and robotic hysterectomy with bilateral salpingooophorectomy.). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, endometrial ablation, abdominal pain lower, back pain and muscle spasms outcome was unknown. The reporter considered abdominal pain lower, back pain, endometrial ablation, muscle spasms and pelvic pain to be related to essure. The reporter commented: leaving approximately 3 coils visualized into the left ostia. There was no difficulty inserting the essure coils into the ostia. Most recent follow-up information incorporated above includes: on (B)(6)-2021: mr received: lot number and product expiration date added. Reporter information and rcc note were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and endometrial ablation ('novasure endometrial ablation') in an adult female patient who had essure (batch no. A57118) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), back pain ("back pain") and muscle spasms ("spasms") and underwent endometrial ablation (seriousness criterion medically significant). The patient was treated with surgery (novasure endometrial ablation and robotic hysterectomy with bilateral salpingooophorectomy.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, endometrial ablation, abdominal pain lower, back pain and muscle spasms outcome was unknown. The reporter considered abdominal pain lower, back pain, endometrial ablation, muscle spasms and pelvic pain to be related to essure. The reporter commented: leaving approximately 3 coils visualized into the left ostia. There was no difficulty inserting the essure coils into the ostia.. Discrepancy noted for essure insertion date - (B)(6) 2013. Lot number: a57118 manufacturing date: 2012-10 expiration date: 2015-10 . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 6-may-2021: quality safety evaluation of ptc. On 28-apr-2021: fu4&5 process together-mr received: essure insertion date were updated, reporter was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.